Event description:
The patient was having pci (percutaneous coronary intervention) to the diagonal artery, and upon stent deployment, an arterial perforation occurred, which is an intra-procedural complication. The stent balloon was immediately re-inflated in the perforated area to tamponade the perforation in the artery. A covered stent, called the pk papyrus stent, was inserted to repair the perforation. The covered stent would not cross a lesion to get to the perforation due to calcium build up in the artery. The covered stent was slightly inflated to assist with advancement into the calcified artery, but did not help. Instead, inflating the balloon made the covered stent move on the catheter. This covered stent was removed un-deployed. An additional covered stent was attempted to be used and do the same thing. The same outcome occurred- it was unable to be advanced past a lesion and was removed un-deployed. Dr. #2 was called into assist during the case and scrubbed into assist. Dr. #3 was consulted and present at the procedure bedside for possible emergent open heart surgical repair. An echo was ordered and performed emergently at the procedure bedside. The patient's diagonal artery ended up closing down, and the patient did not require emergent open heart surgical repair. The patient was transferred to the ICU post cath lab procedure. Post procedure day one, a pericardial effusion was noted due to the arterial perforation. Patient is still being monitored in the ICU department.